Event description:
This pt has short, straight vessels. As a result the pt's right and left hypogastric arteries were covered as the excluder bifurcated endoprosthesis trunk ipsilateral component and the contralateral limb component were deployed. A bypass to the right external iliac artery from the right hypogastric artery was peformed.